Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung phone with android operating system version 16, application version 2.13.1.1.11596. The customer experienced a signal loss and was unable to receive glucose alarms. The customer was not alerted of changes in glucose level and experienced sweating, a loss of consciousness and was unable to self-treat. The customer requiring administration of juice by non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.